Event description:
It was reported that the patient underwent a hip replacement on an unknown date. Subsequently, a revison procedure was performed on (B)(6), 2014 due to elevated metal ion levels. No further information has been reported.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No product has been returned. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. Expiration date - unknown. Implant date - unknown.manufacture date - unknown.